Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the digital pcb assembly and then observed proper device operation. Physio-control further evaluated the replaced assembly, and determined that the root cause of the reported failure was a leaky capacitor, designator c4. The customer received a replacement device.

Event description:
It was reported that the device was displaying all three attention icons. There were no reports of patient use associated with this event.